Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported unknown side "capsular contracture, baker grade unspecified, dr. Took implant out put in betadine, fixed what he needed and put the same implant back in, and up in the emergency room two weeks after surgery once I came off antibiotics with an infection." Device remains implanted.